Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered inappropriate high voltage therapy for a supraventricular tachycardia. Stored electrogram review revealed the device inappropriately diagnosed a supraventricular tachycardia as a ventricular tachycardia. Programming changes were discussed. The physician elected to change the patient's medication. The patient was stable.